Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000018665, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the insertion site whenever the device was turned on. It was also reported that severe tenderness and patient was experiencing inadequate stimulation along incision site and at the midline. No device malfunction was suspected. The patient underwent an explant.